Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) the initial shock lead impedance was 58 ohms. At induction, a shock was delivered but did not convert the rhythm. When the device began charging again, a red screen was displayed on the programmer and a message that the device functionality had reverted to single tachy zone and vvi pacing. The patient was shocked externally. After this device was removed, a new crt-d was attached to leads. At shock delivery, a cracking sound was heard and a yellow screen was displayed with a shorted lead condition message. The atrial, right ventricular and left ventricular leads exhibited low impedance measurements. Subsequently, the implantable transvenous defibrillation lead was surgically abandoned and a new defibrillation lead was successfully implanted.